Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead dislodged exhibiting high capture thresholds and sensing anomaly. The lead was explanted. There were no adverse consequences to the patient.